Manufacturer narrative:
If implanted, give date: unknown if the lens was implanted. If explanted, give date: unknown if the lens was implanted and therefore explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of an intraocular lens (iol) was noticed broken while inserting into the patient's eye. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.